Manufacturer narrative:
A fully-mounted wallflex¿ biliary stent and delivery system was returned for analysis. Visual evaluation found the outer sheath kinked at the guidewire access sheath and the clear outer sheath had a significant bend. The inner shaft was kinked and was found exiting the guidewire access sheath. Functional evaluation found the stent was able to be manually deployed after dissecting the device. No other issues were identified during the product analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2016. The stent was to be implanted to treat a 6 cm malignant stricture due to gallbladder cancer. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician encountered severe resistance when attempting to deploy the stent. The physician confirmed that the scope elevator was down and continued to release the stent despite resistance. However, the stent could not be deployed. The partially deployed stent was removed from the patient. Reportedly, the outer sheath was noted to be accordioned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was to be used in the bile duct during a stent placement procedure performed on (B)(6) 2016. The stent was to be implanted to treat a 6 cm malignant stricture due to gallbladder cancer. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician encountered severe resistance when attempting to deploy the stent. The physician confirmed that the scope elevator was down and continued to release the stent despite resistance. However, the stent could not be deployed. The partially deployed stent was removed from the patient. Reportedly, the outer sheath was noted to be accordioned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.